Event description:
It was reported that during a stimulator replacement surgery due to presumed normal end of service, the extensions appeared damaged. The physician was very surprised at the condition of the extensions when he removed the stimulator from the pocket; as the extensions were all coiled behind the stimulator. Both extensions were replaced. Of note, there was a lot of serosanguinous fluid also noted near the stimulator block. The patient condition was noted to be alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type :lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the extensions revealed ¿the outer insulation was melted at numerous locations on both extensions.¿ it was noted ¿the extensions were both electrically ok.¿ final analysis of the implantable neurostimulator revealed it had reached ¿normal end of life¿ and the ¿telemetry and output were okay.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.